Event description:
Caller states pt reportedly received results of 266 mg/dl on the inform system and 127 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. The strips were all used and so no product will be returned for evaluation.